Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the single board computer were replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a communication error and locked up during the boot up process. No patient injury was reported.